Event description:
It was reported that the right ventricular lead exhibited high, out of range, pacing lead impedance. The lead was explanted and replaced without consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.